Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the annular rupture is unknown, but may be due to annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, post deployment of a 26mm sapien 3 valve, the patient suffered an annular rupture and expired. Prior to valve implantation, anti-coagulated with heparin and a bav (23mm, 4cm) was done at full nominal volume (21ml). Subsequently, a 26mm sapien 3 valve was inflated at full nominal volume with rapid pacing and deployed as intended in an 80:20 aortic/ventricular position. After rapid pacing was turned off, the patient¿s mean arterial pressure dropped to 35mmhg. CPR was initiated and the patient was but on cardiopulmonary bypass. The angiogram showed a possibility of annular rupture. The physician decided to deploy a second sapien 3 valve within the first sapien 3 valve in order to seal the perforation at the sinus near the annulus. The second 26mm sapien 3 valve was deployed as intended in a 70:30 aortic/ventricular position. The bleeding did not stop and the patient unfortunately expired. It is perceived that patient¿s moderate annular calcification caused the annular rupture.